Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:00am at home. Caller stated they tested the end-users blood glucose with the prodigy meter and received a result of 148mg/dl. Caller stated that a normal result for that time of day is usually around d 130mg/dl. Caller stated that the end-user took his normal daily medications. Approximately 2 hours after testing the caller stated that the end-user could not stay awake and felt weak. Caller contacted the paramedics. Paramedics arrived within 10 minutes and they tested the end-users blood glucose with their meter and received a result of 59mg/dl . The end-user was given glucose through an IV. Paramedics did not transport the end-user to the hospital. Paramedics told the caller that the end-user needs to eat. No additional information was provided.